Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational of functional failure was detected and the product was within specification.

Event description:
Information was received that reported a pt was hospitalized in 2007, due to an incident of diabetic ketoacidosis. Reporter stated the pt's blood glucose became elevated the day before. When the pt began vomiting and had ketones they were transported to the hospital. The pt was treated with IV fluids and insulin. The device history was reviewed and no abnormalities were found and it was reported the device appeared to be operating correctly. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.